Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited oversensing of noise on the rate/sense channel which caused inhibition of pacing. The patient does have an underlying rythm and had no syncope. The oversensing does not affect the detection algorithm. Pacing impedances fluctuate between 740 to 1120 ohms. The r-wave has dropped from implant at 14 mv to 8 mv and the pacing threshold raised from 0.8 to 1.6 over time. Boston scientific received subsequent information that the patient had a 4 second pause in pacing due to noise on the rate/sense channel. The r-wave was 9mv and the pacing impedance is now 1200 ohms. The patient has a slow underlying rhythm, however, was symptomatic with the pause in pacing.